Event description:
It has been reported that the patient received a znn cmn nail on (B)(6) 2012 and due to breakage of the nail, the patient underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. While a cause for this specific clinical event cannot be ascertained from the info provided, once the product is received and investigated and the result is made available, an updated report will be submitted. (B)(4).